Manufacturer narrative:
The lot number is known and the complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed and no adverse trends were identified. There were no non-conformities or deviations which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not been received for evaluation and the lot number is known. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by an eye care professional (ecp) on (B)(6) 2016, that the patient experienced an unpleasant feeling in the left eye (os) immediately after insertion of the lens. It was also reported that the cornea was opened; the patient had no issue with lens from a different pack of lenses. Additional information received on 07/07/2016 indicated the patient developed significant corneal erosion (location and severity unknown) in the os. Requests for further information regarding the incident have been made, with no additional information received to date.